Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient thinks the MRI may have damaged her implant. While the patient was getting a back MRI, she remembered that she had the implant and wasn't supposed the get an MRI outside the head. The patient felt the implant vibrating while she was in the MRI machine and the MRI was stopped. The patient has informed her healthcare professional (hcp) about the issue and she has an appointment on (B)(6) 2018. The patient inquired if a manufacturer representative (rep) could be at the appointment. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event. (Refer to pe (B)(4) for information related to unable to power up).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the doctor said the cd was fine and there was no problem with the implant. It was the patient's error for not saying anything about the implant and every thing was good at the time of the report.